Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A pericardial effusion was noted that lead to a procedural abortion where versacross large access transseptal dilator, versacross rf wire and agilis sheath (non-baylis device) were used. Transseptal was unsuccessful using the verscross large access transseptal dilator and versacross rf wire. Both transesophageal echocardiography (tee) and ice imaging were used but the physician was unable to view the dilator tent the septum.. The physician decided to use the agilis sheath with the versacross rf wire. The physician had difficulty viewing the location of the catheter on the bicaval view. Transseptal was attempted three times however, the physician was unable to advance the devices into the septum. An effusion was noted via transesophageal echocardiography (tee) and on fluoroscopy. The patient's blood pressure dropped, and a pericardial tap was performed stabilizing the patients' blood pressure. Blood was re-infused into the patient. Once the fluid collection stopped, the physician decided to remove the drain. Patient was extubated, dressing was applied to subxyphoid area and the procedure was aborted. The patient was sent to recovery area. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross rf wire.